Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit was monitored and no blank display anomalies were noted. No damage on the lcd isolation tape noted. Unit passed rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. Unit received with cracked case at display window corners, battery tube threads, and severely scratched display window.

Event description:
The customer reported via phone call that the insulin pump had a blank screen. The display did not return after troubleshooting. Customer's blood glucose level was 194 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.